Manufacturer narrative:
See attached for supplier evaluation.

Event description:
On 9/8/2022 it was reported by a sales representative via sems the following: an ar-6480 (sn: (B)(6) ) pump is not closing properly. An ar-6480 (sn: (B)(6) ) pump is functioning intermittently. An ar-3355-4031 scope is damaged. This was discovered during an unspecified procedure with no patient harm.